Event description:
Procedure: bullectomy. According to the reporter: the sulu did not close properly and staples did not form properly. Bleeding and air leakage was reported. Operation time extended by more than 30 minutes. The procedure was completed with a new device. A drain was placed and the patient was moved to the ic.